Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "last (B)(6) 2018". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in (B)(6) 2018, she was unable to test using her adc blood glucose meter due to an ER-3 message appearing on the meter display. Customer denied experiencing symptoms and reported self-presenting to her endocrinologist who diagnosed her with hyperglycemia and treated her with novolog insulin (dose unknown). During the course of troubleshooting it was determined the customer was using the incorrect testing technique. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite passed all tests prior to release. A DHR for the freestyle lite strips was reviewed and the DHR showed the freestyle lite strips passed all tests before release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that in april 2018, she was unable to test using her adc blood glucose meter due to an ER-3 message appearing on the meter display. Customer denied experiencing symptoms and reported self-presenting to her endocrinologist who diagnosed her with hyperglycemia and treated her with novolog insulin (dose unknown). During the course of troubleshooting it was determined the customer was using the incorrect testing technique. There was no report of death or permanent impairment associated with this event.